Manufacturer narrative:
(B)(4). The pump module and tubing set hae been received. The customer has also provided the pump module event logs and data set. The pcu event log has been requested but not received. A follow up report will be submitted with failure investigation results once the evaluation has been completed.

Event description:
Customer reported they have a pump module that appears to have infused while on standby mode. The med infusing was dopamine 400 mg/250 ml d5w. No programming parameters provided as device was on standby in critical care profile. The pt had been on dopamine which the nurse had titrated down to 2 (not specified if this was dose or rate). The nurse felt the pt no longer needed to be on the dopamine so placed the pump module on standby but did not close the roller clamp. She checked 15 minutes later and saw the entire bag of 400 mg/250 ml was empty. It was not specified what volume had been left in the bag when the infusion was placed on standby. The pt had pvcs and hypertension for approximately 1 hour. Cardene was started for systolic bp 190. Insulin drip was started for elevated blood sugar of 203. The pt did well but the department director thinks the pt's length of stay was increased and cannot say for sure what effect the event had on this. The customer did not provide any additional pt or event details.